Event description:
Based on the medical records provided by the patient's attorney: on (B)(6) 1999- the patient was implanted with the perfix plug. Operative dictation notes the perfix plug mesh was sutured laterally to an unidentified mesh. On (B)(6) 1999-the patient underwent an exploratory laparotomy and partial removal of the perfix plug. A unidentified mesh was also explanted. The operative dictation notes the perfix plug had eroded into the bladder. Adhesions were also noted to be removed from the mesh. On (B)(6) 2001-the patient underwent right groin exploration and removal of the perfix plug. On (B)(6) 2004-the patient underwent repair of a recurrent right inguinal hernia with a composix mesh.

Manufacturer narrative:
Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient was implanted with a perfix plug which was noted to be laterally to a previously placed unidentified mesh. Approximately 5 months later the patient underwent an exploratory laparotomy where the perfix plug mesh and the previously placed unidentified mesh were explanted. Both meshes were noted to have eroded and lysis of adhesions was performed. The information provided indicates that the patient was treated for adhesions which are a known adverse event listed in the IFU. No definitive conclusion can be drawn in regard to the erosion as a unidentified mesh was also in place and no sample was returned for evaluation. Additionally, product identifiers have not been provided therefore a manufacturing review is not possible. If additional information is provided, a supplemental report will be submitted. See MDR 1213643-2012-00665 for information related to the composix mesh implanted on (B)(6) 2004.